Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03574 & 05868).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2011 due to polyethylene wear. All components were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to instability and polyethylene wear.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2011 due to poly wear. Future revision has been indicated due to instability. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."